Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor had a bubble. Review of the event history log showed occurrences of "cannot start pump" alarms. The reported issue was duplicated during the investigation. The investigation determined that an inoperable downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited a "cassette not attached" alarm. The event occurred during test. No adverse patient effects were reported.